Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was playing, and subsequently, the pump touch screen became cracked and unresponsive. Customer¿s blood glucose was 97 mg/dl. Reportedly, customer reverted to manual insulin injections for insulin therapy.